Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had not used her insulin pump in over a year and her blood glucose values have gotten high. Her blood glucose ranged between 350 mg/dl and 400 mg/dl. The customer changed her battery due to the high blood glucose and her insulin pump alarmed with an unexpected restart error. Troubleshooting occurred and determined that the unexpected restart error was attributed to the device being out of use for so long. A self test was performed and the insulin pump passed. No further information was provided on the treatment and symptoms of the high blood glucose. The customer was advised to monitor the insulin pump. The insulin pump was not returned for analysis.